Event description:
Same case as MDR #6000093-2006-00885. It was reported by the family attorney that the pt died. Two 2.5x12mm taxus express2 drug eluting stents wre placed in a unknown vessel. It was reported that the pt had a follow up visit 7 months later in which the notes reflect "revisit the stent asap". There were no activity restrictions noted at that time. A return follow up visit was scheduled 39 days later. However, 240 days following the initial procedure and before the next visit, the pt expired after "having a heart attack while jogging". Follow up with the complaint reporter revealed that he was not aware of anything wrong with the product but was inquiring on the recall. Requests to the complaint reporter for additional information regarding the physician name and phone number have not been responded to as of this date. It is unknown whether or not the cause of death is related to the taxus express2 stents.